Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under and device 2 is being reported under MDR-2247858-2024-00188. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Due to additional information received on july 08, 2024 for this case (B)(4) which included a second device that was also implanted in the case, the event narrative was updated to include the second device. Paraplegia: this is the same case reported in the ppr (B)(4) (28-n4-30-209-30u), and this stent-graft (28-n4-28-164-28u) was mentioned as an ancillary device in that ppr. This ppr was created additionally because it was determined that a causal link between the event and this stent-graft, which was implanted distally, could not be ruled out. During the procedure, the two relay pro stent-grafts were implanted successfully, and the procedure was completed without problems. However, the patient developed paraplegia the following day. Spinal drainage was performed at the onset of the event and the symptoms were relieved. The following day, the symptoms of paraplegia recurred, but became milder during observation. The patient is currently undergoing rehabilitation. Physician's comment on adverse event (nerve palsy): the patient, who has a history of cerebral infarction, developed paraplegia due to stent-graft placement. The physician believes that implantation site and length were appropriate and does not believe that the paraplegia occurred because the implanted stent-grafts were relay pro products. Operation type: blood loss: amount is unknown. No image available due to hospital policy. Pre-case plan available (schema attached). Additional information available upon request. (Tc# (B)(4))." Patient outcome: "damage to the patient's health was not serious. The patient's condition is favorable."